Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). Plastic calibrations were performed for surgical dates (B)(6) 2016. The plastic calibrations were within amo specifications. The fss noticed one of the optics lens was burn. The fss replaced the optic lens and mirrors. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with central island on both eyes. The surgery center reported having two events of central islands. The surgery center requested the laser equipment to be serviced. The surgery center indicated there is no plan of action at this time for the central island and no intervention is required preop bcva: od 20/20; od 20/20. Po bcva: od 20/25; os 20/25. A separate report will be submitted for the 2nd central island reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.